Event description:
The patient reported that their implant was not giving them the same effect as their trial. The patient's friend/family member increased stimulation to 2.75 the night prior to the report. Stimulation was initially set at either 1.45 or 2.45. After the increase in stimulation the patient had improvement/much better coverage over the night. Additional information reported that the patient has not noticed any improvement in symptom control. Stimulation was increased to 3.0 v. The patient did not feel stimulation but felt a twinge at the bottom of their foot or base of their spine when they would make changes. The patient was not receiving 50% or better symptom control. They would still go like 20 times a day and 6-8 times at night. When they had turned stimulation up to 3.0 they felt nervous, like they could not draw a full breath and their legs were tingling. The patient turned stimulation down to 2.5 and they felt comfort able. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer. It was reported that they weren't sure what had caused the lack of effect and stimulation in the wrong location. They did note that there appeared to be improvement. On (B)(6) 2016, however, they reported that they were going less often, but when they did it just flowed and they would have to change their pad and clothes. A loss of bladder control was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were not getting results from their therapy. The patient had tried programs 1, 4 and 2. The patient did not like program 4 at all. They have been working with their healthcare provider and was last put on program 2 about 2 and a half weeks prior to the day of the report. The patient had been at 2.1 v. No improvements in symptoms were reported. The patient also noted that "a couple of weeks ago" they had increased to 3.0 and it was too strong. Additional information reported that the cause of the patient's lack of effect and stimulation in the wrong location was not determined. The patient was still experimenting with programs, amplitude, pulse width and etc. To find the optimum resolution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.